Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer went to the emergency room due to high blood glucose levels. The caller reported that the insulin pump had a battery out limit about one month prior to the call. Caller reported that the alarm would occur even if the batteries were out for less than ten minutes. During troubleshooting, the customer's mother received an additional battery out limit. Caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No unexpected battery out limit alarm or low battery alarm was noted. However, light corrosion was noted to the battery tube. A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners was noted during the visual inspection.